Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 25 mmol/l (450 mg/dl) while wearing the pod on the back between 4 and 24 hours. At the hospital, the patient was administered insulin (method unknown). The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.